Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed as planned, since the geometry issue occurred at the end the procedure completion. Customer reported to philips that the system's geometry pc was not booting up. Upon troubleshooting, the philips engineer found the issue with the geo pc, the power supply voltage was dropping when the geo pc was turned on. The supplier's part analysis confirmed that the geo pc failed due to no power. To resolve the issue, the philips engineer replaced geo ipc, reloaded the software and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The geometry movements issue did not impact the completion of the procedure, as the issue occurred at the end of the procedure. The procedure was completed as planned on the same system, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.